Manufacturer narrative:
The patient's gender, dob or age at time of event, and weight are unknown. This information was not available from the facility. During removal, the angiosculpt device got stuck in the sheath and removed as a unit. A new sheath and device was required to complete the procedure. This resulted in a prolonged procedure. No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. The angiosculpt device was returned intact to a 6f introducer sheath. Complaint details state the device could not cross the lesion, however visual examination found the balloon appears to have been inflated. In addition, the scoring element was slightly elevated from the balloon. The introducer sheath was damaged at the distal end, likely caused by the device during the attempt to remove from the introducer sheath. During functional testing, the device was unable to be removed from the introducer sheath since it was obstructed by the bunching of the scoring element. Therefore, a laboratory 6f introducer sheath was used to aide in the removal of the customer introducer sheath, successfully. Per the IFU, if resistance is met during manipulation, determine the cause of the resistance before proceeding.

Event description:
The angiosculpt device would not cross in a moderately calcified distal anterior tibial artery. Upon removal, the balloon was unable to come out through the sheath. The guide wire remained in the patient, while the balloon and sheath were removed as a unit. Placement of a new sheath and a new angiosculpt device was required to complete the procedure.